Manufacturer narrative:
Engineering evaluation noted that the revision reported could not be determined because the devices were not available for evaluation and not enough information was provided, but may have been the result of either wear, loosening, infection, fracture, instability, or patient-related factors.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported. Surgery replaced primary stem space being too tight to put in the liner. Surgeon resected the bone of the humerus to create the space required.